Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure new product replacement resolved the initial concern; customer is satisfied with the new product glucose test results within range;customer did not require medical attention neither since the initial call or in between new product arrive.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 70mg/dl to 80 mg/dl. The customer reported symptoms of hyperglycemia prior to the call. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently not diagnosed with diabetes, but is hypoglycemic. The customer is comparing the blood glucose test results from truebalance meter to alternate meter. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 103 mg/dl using truebalance meter and 80 mg/dl using alternate meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.